Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). Five months later, the MFR received a call from the vad coordinator reporting that a pt at home was receiving a yellow wrench and a power limit advisory alarm. The vad coordinator called while in route to pt's home. It was suggested by the MFR to check the vent filter, all the connections, and then changing out the controller. A follow up call was made to the vad coordinator. The vad coordinator stated that the alarm persisted after changing the controller and doing all checks. The pt stated no fluid had entered the vent filter. The vad coordinator was having the pt come into the hosp for eval. While pt was in route to hosp, they obtained a translent red heart alarm. Pt was placed on the hosp's power base unit (pbu) and pbu cable, with no further alarms noted. The hosp forwarded motor waveforms to the MFR for analysis. The pt was in auto mode, rate 51-55, flow 3.5-4.0, b/p 90's/60, asymptomatic. The vad coordinator stated they would monitor the pt and have pneumatic back up and stroke volume limiter available if needed. The MFR received a call from the vad coordinator at 5:30 am central time, reporting that the pt had no alarms throughout the night, and now having yellow wrench alarm, with power limit advisory displayed on system monitor. According to the nurse the pump was making a continuous noise sounding like "a clock". Pt's b/p was now 85/64, after starting levophed, stroke volume 71-74, flow 3.4-4.4, rate 58-68, heartrate 93-94. The yellow wrench occurred after the pt sat up in bed and coughed. No changes in alarm state with positioning of pt or percutaneous lead.